Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 18 atmospheres for 20 seconds, the balloon ruptured horizontally. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.